Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set underinfused during infusion. The set did not flow at the correct rate during use. The device took more time to infuse than expected. It contained dose of antineoplastic. A novum pump was used with the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.